Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted that the needle was broken.. The black loading button was disengaged from the device, and evidence of deformation was noted for the plunger. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged and deformed black button and plunger may be due to forcing the button when a needle is misloaded or jammed, resulting in the observed damage. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the device was difficult to toggle, the stitch would not transfer then button has malfunctioned. The patient status was unknown.